Manufacturer narrative:
Product investigation summary: one (1) 130 degree aiming arm was received by the manufacturer for evaluation. The returned instrument was examined and functionally tested with a blade/screw guide sleeve and an aiming arm locking device. The complainant device was found to function as intended with no interference or ¿sticking,¿ as described by the reporter. As the complaint was unable to be replicated, and as no defects or deficiencies were identified with the returned instrument, no further investigation is necessary. The complaint is unconfirmed. The returned instrument is part of the depuy synthes trochanteric fixation nail advanced (tfna) nailing system. The aiming arm is used to aid in the insertion of the tibial nail. A device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The root cause of the complaint condition is unknown as the circumstances during the time of the event are unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 01, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism on the 130 degree aiming arm was sticking during an unknown procedure on (B)(6) 2016 and not allowing the blade screw guide sleeve to engage the device. A back up device was available to complete the surgery successfully. Concomitant devices: blade screw guide sleeve (part and lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).